Manufacturer narrative:
From the device history record, lot# 190812-16-sh was manufactured on 29th aug 2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.210 g / 10 pieces. There are 22 occurrences reported in the past 12 months. Sample photos were provided for investigation which showed lint on the surface of the product but physical sample was not available. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria were stipulated to see the suction results. (=0.38 g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production, no exceptions were noted in the device history record and no sample was available for investigation. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported that before a spinal fusion procedure, lint from the operating room towels 28700-004 were found on the hands of the surgeon and assistant after scrubbing. The towels were not used on the patient. No injury reported and no patient demographics provided. Report being filed for potential patient risk.